Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2019 during normal use. It was reported the pump and catheter were explanted on (B)(6) 2019 and were discarded. The patient would be re-implanted in the future when healed. It was noted the post implant wound/incision was not healing and opened up where the pump was exposed. Environmental/external/patient factors that may have led or contributed to the issue were noted as ¿not applicable.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported.